Event description:
It was reported that the patient was unable to adjust stimulation. The programmer was displaying a ¿call your doctor¿ icon and a power on reset (por) condition. The patient first saw the messages when she went to change the settings, which was a ¿few weeks ago.¿ the patient had a loss of therapeutic effect and had no stimulation sensation. The patient stated that her machine had not been working for a while, since the beginning of the year. The patient was trying to ¿tighten it up¿ and had not felt stimulation in a while. The patient was peeing herself and when she coughed and sneezed she had incontinence. The issues occurred after the patient was exposed to a theft detector or security gate. The patient had been through metal detectors ¿a couple of times at the courthouse, mall, and stuff like that.¿ the patient explained that it was just turning off and stopping. The patient noted that in (B)(6) she setup a plan to go to her doctor, but they thought the programmer just needed batteries. The patient stated that her doctor did not understand what she was talking about. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3889-28, lot# va0a1xs, implanted: (B)(6) 2013, product type: lead. (B)(4).